Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported rupture, "downward displacement of the implant with visible delamination of the implant wall mainly in the kgf on the left side with preservation of the continuity of the capsule. The maximum separation is approx. 17mm features of fluid degeneration within this implant", and "damage to the left implant." Record is for left side. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as unidentified (tear) opening. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b1, b5, b6, d9, h3, h6.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported "damage to the implant" and "visible delamination of the implant wall" via ultrasound. The device has been explanted and replaced.